Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix kugel hernia patch and kugel hernia patch on (B)(6) 2015 and/or (B)(6) 2012. The attorney did not identify which device was implanted on which date. As reported, the patient is making a claim for an adverse patient outcome against both devices. It is alleged that the patient underwent mesh removal (device explanted not identified) on (B)(6) 2017. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per amended legal claim: attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol sepramesh ip on (B)(6) 2012, kugel hernia patch and ventrio on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against the kugel hernia patch and ventrio. It is alleged that on (B)(6) 2017, the patient underwent removal of the mesh product implanted on (B)(6) 2015. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h.11: this is an addendum to the initial emdr submitted (1213643-2021-08661). This supplemental emdr is submitted to report the corrected product and additional event details provided in the amended legal claim. This supplemental emdr represents the bard/davol ventrio (device #1). An additional supplemental emdr was submitted to represent the bard/davol kugel hernia patch (device #2). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd h3 other text : not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol mesh - composix kugel (device #1). An additional emdr was submitted to represent the bard/davol kugel patch (device #2). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix kugel hernia patch and kugel hernia patch on (B)(6) 2015 or (B)(6) 2012. The attorney did not identify which device was implanted on which date. As reported, the patient is making a claim for an adverse patient outcome against both devices. It is alleged that the patient underwent mesh removal (device explanted not identified) on (B)(6) 2017. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.